Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event is confirmed. Visual inspection of the returned device identified that he tip of the extractor had fractured and the fractured portion was not returned. Harness and dimensions taken are conforming. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
(B)(4). Event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the comprehensive broach extractor thread snapped on broach handle during use. No impact to patient as it was stated there was not patient involvement. No further information is available at the time of this reporting.